Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer main body of the holder is broken, the operation was completed by replacing with the same equipment, and there's no patient effect, the product is from the lot 3000186224.

Manufacturer narrative:
Trackwise ID: (B)(4). The investigation has been started since the complaint was received, the following contents have been conducted: 1. Analysis of production records: the DHR have been reviewed, there¿s no deficiency identified from production relevant to the acrobat-I stabilizer mount damage prior to this complaint. All the products passed 100% visual and function inspection, which demonstrate the housing mount has no flaws/crack etc. Appearance defect, and all the products were simulate to be fixed on the blade by locking the jaw with no breakage. Raw material coa was checked and supplier certified that the materials used are conforming to drawing requirement. Rm7001164 housing mount supplier DHR was checked, and the injection parameter and product inspection was found normal and no non-conformity observed. 2. (B)(4). 3. Testing of device from other lot: randomly checked 800 ea rm7001164 housing mount from another lot 3000173023, there's no flaws/crack etc. Appearance defect observed. The radius on the housing mount has also been checked, the radius dimension is conforming to the drawing requirement. 4. Communication/interviews: communication/interviews were performed to obtain all possible information. 5. Historical data analysis: since the device was discarded and no picture is available for evaluation, the reported failure mechanical problem-mount part damage can't be confirmed. Complaint historical data has been reviewed, the failure ¿mechanical problem-mount part damage¿ happened before. Based on the investigation, there¿s no physical or dimension deficiency indicating or contribute to the report failure was found on the reported device; the supplier certified that material meet drawing requirements. The simulation mount and dismount test follow IFU did not indicate any failure. Fracture simulation test indicated extreme strength is needed to break the housing mount. Detail fracture force study also indicated no probability to result in the mount anterior portion fracture in normal use. The event occurred during the use of the device and the procedural operation is unavailable for our review. With the available information, it is not possible to determine if the device was used in accordance with the labeling in regards to the reported failure. The most probable root cause of the anterior portion fracture would be much force used during adjusting the stabilizer or the anterior portion was fixed during removing the stabilizer from the retractor. Device not returned.